Manufacturer narrative:
(B)(4). Device was not available for analysis. According to the information provided, the reported devices are expected to return. The devices were not available at the time of this investigation; however, an image was provided that confirmed the failure reported. Eng eval completed by (B)(4) on 2021.02.22. (B)(4). Findings: per (B)(4), users have reported that the ppsu flexures of the middle segment trials are deforming or fracturing. Per CAPA(B)(4): (B)(4)-dir-instruments design input-output matrix for humeral head reconstruction prosthesis instruments was reviewed to compile completed verifications and validations. The design control document had limited user needs, leading to design inputs that addressed functional and interface/compatibility requirements but had no specific performance requirements for the middle segment trials. Design was not evaluated for repeated use over its expected lifetime. A reprocessing assessment ((B)(4)) and report ((B)(4)) were completed, which documents that the devices are able to be sterilized. However, the devices were not assessed for performance over repeated use or sterilization cycles. Design was validated as part of (B)(4) validation cadaver lab for the equinoxe humeral reconstruction prosthesis. As part of the validation, the middle segment trial design was not evaluated for misuse, which could include the failure to seat the metal ring to support the flexure, which may contribute to fracture of the flexures. A review of the device history record (DHR) showed that there were zero nonconformances identified during inspection, indicating that the reported events were not a result of a nonconformance identified during inspection of the devices. The devices are manufactured by bcs machine. The vendor documents were attached to the dhrs. The manufacturing documentation indicated that there were no nonconformances during the manufacture of the devices that would have resulted in the reported events. Corrective action taken: action plan to address immediate issue will be handled under CAPA(B)(4). Systemic issue(s) will be addressed under CAPA (B)(4). Note: the CAPA is still opened at the time of this investigation and corrective actions are subject to change. Refer to CAPA(B)(4) for the most up to date information regarding corrective actions. 1. New part number for proposed trial designs will be created. 2. The dir will be revised to update user needs and add design inputs for proposed design, including acceptance criteria for trial performance. 3. Improved instrument designs and drawings will be created. 4. Purchase order for test parts of proposed design will be place and received. The test parts will be inspected to ensure devices meet necessary specifications. 5. Verification and validation (v&v) activities on proposed design will be performed. 6. If parts pass the v&v activities, design transfer will be conducted, final prints will be released, and production parts will be ordered. (If parts do not pass v&v activities, process will return to #3.) 7. Final design review will be conducted, and regulatory files will be updated as needed. 8. Proposed design will be received and rolled out to field. Most likely underlying cause/root cause: as determined by CAPA(B)(4), the broken instrument reported in (B)(4) was likely the result of not considering specific performance requirements to capture user needs and design inputs (material durability during reprocessing/sterilization as well as force applied over lifetime of device), which resulted in insufficient testing to demonstrate continued performance over time. Prior to hhe/crc determination to escalate/not escalate to crc/CAPA and/or prior to implementation of corrective actions. No additional action required. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. The 75 mm middle segment trial broke due to the amount of torque the surgeons were putting on it. The wound was washed out and no pieces were left behind. There was no reported patient adverse event. As determined by CAPA(B)(4), the broken instrument reported was likely the result of not considering specific performance requirements to capture user needs and design inputs (material durability during reprocessing/sterilization as well as force applied over lifetime of device), which resulted in insufficient testing to demonstrate continued performance over time. Prior to hhe/crc determination to escalate/not escalate to crc/CAPA and/or prior to implementation of corrective actions. No additional action required.

Event description:
It was reported from the us that during an orthopedic surgery a device broke. While trialing, one of the tines on the 75 mm middle segment trial broke due to the amount of torque the surgeons were putting on it. The wound was washed out and no pieces were left behind. There was no reported patient adverse event. The patient was stable as they left the or. This did not cause a delay to the surgery. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.